Event description:
Caller alleged discrepant precision results using the inratio2 meter: results as follows: time: 8am, inratio: 5.2. Time: 12pm, inratio: 4.6. Pt self tester reports having a hard time inserting the strip from the first test. She had to try and reinsert the same strip 3 times before getting strip to go all the way into the meter. After the test, she noticed that the top laminate layer was peeling back on the upper left hand corner. Pt states that she is not adding the first drop because, it pools around the well; instead it takes the second drop for the meter to accept and pull up the channels. Pt has been using the meter for about 5 weeks.

Manufacturer narrative:
Investigation pending.